Event description:
Implantation of implant article number 033.653s, lot ak316 with ridge augmentation using biooss (B)(4), lot 11033 and membragel 0.8 ml lot an688 on (B)(6), 2011. Only the augmentation material was removed on (B)(6), 2011. The implant was stable. Clinician reports that the pt had pain and swelling infection.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was mfg and released according to specs.